Event description:
It was reported to philips that the device was giving an error indicating an image disk space problem. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and confirmed the ippc image disk space was full, and determined the hard drive would need to be replaced. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use when the issue occurred. Patient and the procedure outcome are unknown due to insufficient information. The philips field service engineer (fse) inspected the system onsite and identified an issue with the image processing pc (ip-pc). The fse replaced the ip-pc and its hard disks and reinstalled the software, which temporarily resolved the problem. However, the customer subsequently experienced the issue again (reported complaints (B)(4). After further troubleshooting was performed and replacing the ip-pc hard disk, recreating the image storage, and replacing the ip-pc for a second time, a malfunction of the system¿s power distribution unit was identified as the source of the problem. After replacing the front panel of the power distribution unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.